Event description:
The following was reported to davol by the attorney representing the estate of the pt: it was alleged that on an unspecified date, the pt was implanted with an unk composix kugel hernia patch. The attorney report alleges death, permanent injuries, pain and suffering and defective mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. It has been alleged that on an unspecified date, the pt was implanted with an unk composix kugel hernia patch. The attorney's report further alleges that the pt has since died. No specific info surrounding the pt's death has been provided including the date of death, nor have medical records been provided. We have contacted the initial reporter to request additional info including pt info, copies of medical info / records and death certificate / autopsy report. Product identifiers were not included in the attorney's report therefore a review of the mfg records could not be conducted. This MDR includes all pt, event and device info davol has received to date. If additional event and/or eval info is obtained, a f/u MDR will be submitted.

Manufacturer narrative:
Addendum to the previous report. This supplemental report is being sent to show a correction to the patient's name and the addition of date of death provided by the attorney. With the current information available no conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Addendum to the previous report. This supplemental report is being sent to show a correction to the patient's name and the addition of date of death provided by the attorney. With the current information available no conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Note: information supplied in follow up report #1 is repeated in follow up report #2, as we have not received acknowledgement from the FDA for follow up report #1. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Addendum to the previous report. This supplemental emdr is being sent to provide additional information as well as product identifiers which were not previously provided. The medical records provided indicate the patient experienced fistula, inflammation and infection. Based on the medical records provided to date the original source of the infection is unknown at this time. No medical records have been provided between the original mesh implant date and the experienced infection in (B)(6) 2012. Fistula and inflammation are listed as known possible adverse reaction in the instructions-for-use. In regards to infection, the warning section of the instructions-for-use states "¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ a manufacturing review was performed which found no anomalies during the manufacturing process. The clinical course between the original mesh implant date and the date of the infection was not provided, therefore, based on the information available at this time, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2005 - the patient was diagnosed with a ventral hernia and underwent repair with implant of a composix kugel hernia patch. No operative details were provided for this procedure. On (B)(6) 2012 - the patient was diagnosed with an infected abdominal wall mesh with enteric fistula. The patient underwent an exploratory laparotomy with removal of the composix kugel and small bowel resection with primary anastomosis. Per the op details "there was a lot of mesh. Two pieces of mesh was removed. There is frank purulence. Cultures had already been obtained of this. The inflamed granulation tissue on top of small bowel was excised. There were two areas that seemed to be fistulized, very adherent and therefore, these two areas were resected." On (B)(6) 2012 - the patient expired. Per the patient's death certificate, the cause of death was acute respiratory failure, pulmonary edema and sepsis.

Manufacturer narrative:
Addendum to the previous information. This supplemental emdr is being sent to provide the correct date of expiration as well as information provided from a signed affidavit by the surgeon from (B)(6) 2013. The surgeon indicated that the memory recoil ring in the bard composix kugel mesh was not broken. The surgeon indicated that the mesh was contracted and curled. Based on the information provided no definitive conclusion can be made. If additional event and/or evaluation information is obtained, this report will be updated.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2005 - the patient was diagnosed with a ventral hernia and underwent repair with implant of a composix kugel hernia patch. No operative details were provided for this procedure. On (B)(6) 2012 - the patient was diagnosed with an infected abdominal wall mesh with enteric fistula. The patient underwent an exploratory laparotomy with removal of the composix kugel and small bowel resection with primary anastomosis. Per the op details "there was a lot of mesh. Two pieces of mesh was removed. There is frank purulence. Cultures had already been obtained of this. The inflamed granulation tissue on top of small bowel was excised. There were two areas that seemed to be fistulized, very adherent and therefore, these two areas were resected." On (B)(6) 2012 - the patient expired. Per the patient's death certificate, the cause of death was acute respiratory failure, pulmonary edema and sepsis. Based on an affidavit from (B)(6) 2013 that was signed by the surgeon, the surgeon indicated that the memory recoil ring was not broken. The surgeon indicated the mesh was contracted and had curled edges.